Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). Through follow-up communication livanova learned that the reported issue had no impact on the procedure. The device was requested back to the manufacturer site for investigation. Results revealed that the rotation of pump ''b'' was not constant. A visual inspection identified a deviation with a mechanic part of the pump head. Indeed, when trying to turn the pump a friction occurred. The root cause is that the pump head was tightened too much in production. The pump head will be scrapped.

Event description:
Livanova (B)(4) received a report that one pump of a s5 double head pump was showing pulsatile behavior at very low speed during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: the pump head and the plastic retaining ring were replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.